Event description:
It was reported to vyaire medical via a medwatch form that during an ambulance transport of a patient, the ventilator stopped ventilating 2 times. The emergency medical technician noted after the first occurrence that the connection was slightly loose, and during the second occurrence, all connections were tight. The patient was manually ventilated without any issues.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 72 hours of extended tests at the customer¿s settings. The ventilator also passed an initial final test and initial alarm volume test.

Event description:
It was reported to vyaire medical that the ventilator intermittently does not deliver a breath to the patient. The unit was on a patient at the time of the event, however, it is unknown if there was any patient harm or effect associated with this event, the customer did not have any further information.